Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with the malfunction of a downstream occlusion alarm was confirmed in the event history but not duplicated. The assignable cause could not be determined at this time. Additional: similar reports have been received for the reported problem. A service history review has been performed and the device has not been previously serviced by baxter for the reported condition.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which there was a downstream occlusion alarm when there was no downstream occlusion. The event occurred during programming/set-up in the biomedical department. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.